Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that in artemis, the 32100 error was found indicating ac hardware current/voltage monitoring error. If xi patient side cart (psc), the error is reported on usm3 axes controller module (acm) , confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, acm printed circuit assembly (pca) was inspected and no faults could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm)3 was faulting. Tse log review showed 32100 and 32098 errors reporting from axes controller, motor (acm) in usm3. The customer restarted the system and hard power cycle the system to resolve the issue. Tse informed that the issue may return. The procedure was aborted to another dv system.